Event description:
The customer stated that he was hospitalized last year for blood glucose levels above 500 mg/dl, due to the recalled infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.